Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a3a, b7 corrected (g3) alert date. The correct alert date for this complaint is 7/02/2024 based on aei note a-11416016. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine when the surgeon tried to remove it and the entire definitive stem ended up being pulled out in the process. An osteotome was also used to try and remove the stem from the stem inserter. There was a burr which was identified on the end of the stem inserter after the case, it is unknown whether this was caused by the osteotome or if it was already there and was causing the stem inserter to get stuck.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine when the surgeon tried to remove it and the entire definitive stem ended up being pulled out in the process. An osteotome was also used to try and remove the stem from the stem inserter. There was a burr which was identified on the end of the stem inserter after the case, it is unknown whether this was caused by the osteotome or if it was already there and was causing the stem inserter to get stuck." The product was not returned to depuy synthes, however photos were provided for review. See attachment img_5421.jpg, img_5420.jpg,img_5419.jpg. The photo investigation revealed that there was a burr at the side end of the 257005100, summit standard imp. Inserter. However the reported condition of jammed/seized for device remains unconfirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 257005100,summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine when the surgeon tried to remove it and the entire definitive stem ended up being pulled out in the process. An osteotome was also used to try and remove the stem from the stem inserter. There was a burr which was identified on the end of the stem inserter after the case, it is unknown whether this was caused by the osteotome or if it was already there and was causing the stem inserter to get stuck. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not found signs of burr, also the summit standard imp. Inserter was only returned for evaluation, the reported jammed condition was not able to be confirmed. No signs of other defects were not found . A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the summit standard imp. Inserter would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.